Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a tria firm ureteral stent was removed from a patient during a ureteral stent placement procedure performed on (B)(6) 2019. On (B)(6), 2019 the tria firm ureteral stent was placed in the patient's ureter with no issues reported. According to the complainant, on (B)(6) 2019, the stent was reported to be clogged due to a pressure-resistance problem with the ureteral stenosis during long term placement in the patient. The guidewire was unable to cross the stent for attempted removal. On (B)(6) 2019 the tria firm ureteral stent was removed from the patient successfully and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a tria firm ureteral stent was removed from a patient during a ureteral stent placement procedure performed on (B)(6) 2019. On (B)(6) 2019 the tria firm ureteral stent was placed in the patient's ureter with no issues reported. According to the complainant, on (B)(6) 2019, the stent was reported to be clogged due to a pressure-resistance problem with the ureteral stenosis during long term placement in the patient. The guidewire was unable to cross the stent for attempted removal. On (B)(6) 2019 the tria firm ureteral stent was removed from the patient successfully and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on october 29, 2019 . It was confirmed that on (B)(6) 2019 the patient experienced pain and visited the hospital. During this hospital visit, it was noted that the stent was occluded due to becoming compressed from the pressure being exerted by the stenosis, and not occluded due to calcification. When the physician removed the stent on (B)(6) 2019 the stent was then cut at the occluded location, and was removed from the patient using forceps.

Manufacturer narrative:
Block e1: initial reporter address 1 (B)(6). Block h6: device code 2423 has been chosen to represent reportable event of obstruction of flow. Block h10: the analysis of the returned product revealed: the returned stent was found with proximal section (stent shaft) detached, additionally, the both sections were functional inspected and no other anomalies or obstructions were observed; consequently, not confirming the reported complaint. It's important to mention that the suture was not returned for analysis. During product record review the following was performed: ship history: the customer did not report the lot involved, however, the upn m006190273190 was reported. After performing a ship history to identify the most probable lots involved in the complaint, the following 3 probable lots were found: 238110823, 23725922 and 23725921 (see details of analysis for ship history review search parameters). The device history record review was performed and no anomalies were observed, the review confirmed that the device met all manufacturing specifications and boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. Risk review was performed according with doc tria ureteral stent dfmea, bsc, h, and no unanticipated or new hazardous situation were found. Based in the DHR review, during manufacturing process the units are inspected in order to detect or avoid defects as per cosmetic procedure, bsc, ver ae, additionally, a mandrel 0.038 inches was inserted through the catheter and not resistance was met during its advancing; however, there is no control in how devices are handled in the field the stent was returned without the suture string, it is evidence of the stent was manipulated. Therefore, the failure found (stent detached) is an issue that could have been generated by the user or due to the interacting of the device with the suture string and the manipulation during the use, the costumer states: ...it was clogged due to pressure-resistance problem with the ureteral stenosis.... The most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. All compiled information on this investigation determines that the most probable cause is: adverse event related to procedure. No further escalation is required. Block h6: patient code 1994 has been selected to address the reportable event of pain requiring hospitalization. Block h11: correction to e1 event country and d4 model number.

Manufacturer narrative:
Block e1: initial reporter address 1 (B)(6). Block h6: device code 2423 has been chosen to represent reportable event of obstruction of flow. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Block h6: patient code 1994 has been selected to address the reportable event of pain requiring hospitalization.

Event description:
It was reported to boston scientific corporation that a tria firm ureteral stent was removed from a patient during a ureteral stent placement procedure performed on (B)(6) 2019. On (B)(6) 2019 the tria firm ureteral stent was placed in the patient's ureter with no issues reported. According to the complainant, on (B)(6) 2019, the stent was reported to be clogged due to a pressure-resistance problem with the ureteral stenosis during long term placement in the patient. The guidewire was unable to cross the stent for attempted removal. On (B)(6) 2019 the tria firm ureteral stent was removed from the patient successfully and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on october 29, 2019. It was confirmed that on (B)(6) 2019 the patient experienced pain and visited the hospital. During this hospital visit, it was noted that the stent was occluded due to becoming compressed from the pressure being exerted by the stenosis, and not occluded due to calcification. When the physician removed the stent on (B)(6) 2019 the stent was then cut at the occluded location, and was removed from the patient using forceps.